Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 2 users were unable to login to the server, and it kept logging the users out. A technical support specialist followed knowledge article, "how to install server certificates" to update the server's certificate. All server functions were then confirmed to be working normally, and permission to close the case was received from the customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, two users were unable to log in and were repeatedly logged out. The users also reported that the certificate had expired. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.